Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient but did not meet release criteria. The physician partially recaptured the device and redeployed it back into the laa in another position. While release criteria was being checked it was noted that the patient had a small pericardial effusion. There was no intervention or treatment performed for the effusion. It was continually observed while the procedure was finished. The physician ultimately released the device and it was successfully implanted in the laa of the patient. There were no other complications that were reported to have occurred. The patient was discharged the next day as planned.